Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe the stopper was discovered to be cracked. There was no report of patient impact. The following information was provided by the initial reporter: when using the abg, it found that the stopper has cracks.